Event description:
The event is reported as: complaint alleges: "it occurred to an accessory of the sher-I-bronch. A tube connecting swiv connector and y connector disconnected while in use. (Only clamped one came off)" the tube disconnected easily when it was clamped. Defect was discovered during a ventilation treatment on a pt. There was no harm to the pt.

Manufacturer narrative:
Sample has not been returned to MFR in time for this report, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.